Manufacturer narrative:
(B)(4). Patient medications - clonidine, colcrys, furosemide, hydralazine, hydrocodone, indomethacin, klor-con, methyldopa, metolazone, metoprolol, multaq, nifedipine, pravastatin, stool softener, triamcinolone, and warfarin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aortic aneurysm using two gore excluder aaa endoprostheses. On (B)(6) 2015, follow up ultrasound and angiography showed a large distal type I endoleak originating from the left iliac artery with aneurysm enlargement of an unknown amount. It was reported the pxc121200 had retracted into the aneurysm sac, with free flow of blood into the aneurysm sac as a result. On (B)(6) 2015, an intervention was performed to treat the endoleak whereby a distal extension was placed in the left iliac artery. It was reportedly determined during the procedure that the aorta had remodeled, causing a retraction of the limb and the distal type I endoleak. There was no reported migration of the device. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.